Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 3rd complaint for lot # 9078975 for shield tight. The is the 1st complaint for needle broken, leakage other. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 23x1-1/4 rb was difficult to remove from the packaging and had to be extracted with pliers, where it broke during the process. Additionally, it was reported that the needle leaked "avonex" from the syringe connection. All defects occurred during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient stated they had difficulty removing needle from plastic packaging. Patient attempted to extract with fingers but was unable to. Patient grabbed pliers to remove needle from packaging. Patient stated they had to clamp down very hard to get enough force to pull the needle out of the packaging. Patient attached needle to pre-filled syringe. While injecting patient noticed medication leaked out of the point where the needle attaches to the pre-filled syringe and had leaked onto the floor. Patient did have 3 more pfs on hand to inject with. Confirmed with patient that it was a 30mcg pre-filled syringe. Lot# pc0136. Follow up: patient said the needle was impossible to remove from the cap. Patient does not have the sample as someone called and told her to dispose of it. Patient said she used pliers to remove the needle and the bottom part of the needle broke during the process. She attached the needle and tried to inject but the medication leaked out without going into the needle. Patient said lately the needle was difficult to detach from the cap and this happened when she first started avonex years ago."